Event description:
The patient stated he recently had some changes in his stimulation and that it seemed like the pulse amplitude fluctuates. Patient stated that sometimes it was too high so he has to turn it down. Patient asked if he should always be feeling the stimulation. Patient mentioned he has had some procedures done. Patient had a hernia operation in (B)(6) 2017 and couldn't urinate afterwards. Patient clarified it was typical not to urinate after and it has been resolved. Patient also had the "resume" procedure that uses "steam" to open the prostate in (B)(6) 2016. The patient indicated that both of these procedures were unrelated the device/therapy. Patient stated he was implanted because he could not void his bladder. Patient stated it hasn't ever really helped with that and he mentioned he started using a catheter morning and night to void and that has been working. Patient asked if he should continue to use the interstim along with the catheter. Patient wanted to know when he should have his battery replaced. Patient stated representative checked his battery life in march and it was showing 2-6 months remaining and then in april it was showing 6-15 months remaining. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.